Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was replaced due to a red fault screen diplayed after the delivery of therapy. The delivery of therapy and subsequent fault occurred after the device had been scheduled to be replaced due to elective replacement indicator (eri). Additional information indicated this crt-d is part of an advisory population. There were no reports of adverse patient effects.